Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was). Following the successful placement and implantation of the closure device, an atrial septal defect occlusion was performed on an atrial septal defect measuring 1.39 by 1.45 cm. A transthoracic echocardiogram (tte) revealed a 5mm pericardial effusion in the posterior part of the laa as well as minor bleeding in three additional locations in the laa. After 10 minutes of observation, the pericardial effusion has increased to 9mm in size. A thoracotomy, pericardial decompression, and cardiac rupture repair were performed. The patient fully recovered and was discharged.